Event description:
It was reported that the screen was cracked and the handle was broken. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. The screen was cracked and the handle was broken. The ECG connector was also found to be loose.